Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient met with a manufacturer representative (rep) and the rep turned off the stimulation. The patient just went for an EKG, they told the patient that their stimulation was still on because it was interfering with the results of the EKG, and they told them to get it turned off. The caller stated they did not know what may have turned it on and didn't have the patient programmer (pp) anymore, as they couldn't find it since they stopped using it, and they would like to meet with a rep to get it shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.